Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of a failure "804:26 alarm". This condition has the potential to cause an interruption of delivery. This event occurred during power up. There was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. The user interface module software version is colleague 2006(5.09.90).

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 804:26 was discovered and confirmed in the pump's event history by a baxter service technician. The root cause of this condition was assigned to a disconnected comm harness. The comm harness was reconnected to correct this condition.